Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. There were four issues reported on this investigation. The company representative was able to address the first two issues but not the second of the two issues. The reported ¿laser function issue¿ was confirmed (as the laser ports were non-functional when tested). To address this, debris was cleaned on the laser port-switching actuators. How the debris found its way into the location cannot be determined. The reported system message (sm) was replicated and addressed via nonconforming printed circuit board (pcb) replacement. However, the balanced salt solution (bss) leakage occurred, was inconclusive, as the faulty cassette bss bag had been disposed of by the customer. The ¿aux illuminator¿ issue was unable to be replicated. The system was then tested and found to meet specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The root cause of the reported ¿laser function¿ issues is attributed to debris on the laser port-switching actuator. The root cause of the reported ¿sm¿ is attributed to the nonconforming printed circuit board (pcb) based on the information obtained, the root cause of the reported ¿bss leakage¿ is inconclusive. For the reported ¿aux illuminator issues¿, the system was found to have no problem. Therefore, the root cause of aux illuminator issues is also inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during pars plana vitrectomy surgery in the left eye, the ophthalmic laser system failed, and there was a leak of balanced salt solution (bss). There was also a single port illumination issue, and a system message was displayed. The surgery could not be completed; endolaser treatment was needed intraoperatively but could not be performed. The secondary procedure was scheduled. There was no patient harm. This report pertains to ophthalmic system involved in the reported event.

Manufacturer narrative:
Corrected information is provided in sections b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery in an ophthalmic system laser failed and there was leak of balanced salt solution (bss). Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.